Event description:
It was reported to philips that the allura device required 4 reboots before it would successfully boot up. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting up properly. Actual cause of the issue was with the device bootup failure. Fse replaced the cable set ad5g gx, ad5t extension, luc board v4, ad- 5g extension board. After replacement of these parts, the system was returned to use in good working order. The codes were updated based on the investigation outcome.